Event description:
A remstar auto a-flex device was returned to a manufacturer service center with no initial alleged complaint. There was no report of serious or permanent harm or injury, and no medical intervention was reported. During evaluation at the manufacturer service center, the device was visually inspected and evidence of foam degradation/particles was observed. Additionally, a no-power condition was noted by the service technician. Following completion of the evaluation, the device was scrapped by the service center. There was no reported patient involvement, injury, or adverse clinical outcome associated with this event. Based on the identification of foam degradation/particles during device evaluation, this event was determined to be reportable under FDA 21 cfr part 803 as a product malfunction and/or potential serious injury event. No additional information is available at this time.